Event description:
Uf rpt/medwatch submitted by hospital states that patient was revised to address severe osteolysis and ambulatory pain. (Right hip).

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. Follow-up for additional event information is being conducted utilizing work instruction wi-7915 appendix a; rev. C. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Should the product and/or additional information be received, the investigation will be re-opened. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.